Manufacturer narrative:
Image review: six media files were provided for review. It is known that the patient had severe aortic regurgitation and an annulus perimeter measuring 79.6 millimeter (mm). The perimeter of the annulus would suggest a 29 mm valve, but the valve is not indicated to treat aortic regurgitation. As stated in the instructions for use (IFU), the safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in the following patient populations: patients who do not meet the criteria for symptomatic severe native aortic stenosis as defined below: - symptomatic severe high-gradient aortic stenosis: aortic valve area =1.0 cm2 or aortic valve area index =0.6 cm2/m2, a mean aortic valve gradient =40 mmhg, or a peak aortic-jet velocity =4.0 m/s - symptomatic severe low-flow/low-gradient aortic stenosis: aortic valve area =1.0 cm2 or aortic valve area index =0.6 cm2/m2; a mean aortic valve gradient 40 mmhg; and a peak aortic-jet velocity 4.0 m/s it was reported that a 34 mm valve was implanted and during the removal of the delivery catheter system, it interacted with the evolut frame, and the valve dislodged aortic. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Subsequently, the dislodged valve was snared, and a second valve was implanted. The patient¿s executive summary was not provided for anatomical review. Updated data: b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no pre-implant dilation was performed. The deployment starting point was noted to be the bottom of the pigtail. Prior to the valve dislodging, the implant depth on the non-coronary cusp (ncc) and the left coronary cusp (lcc) was 4-5 millimeter (mm) on each. After the valve dislodging, the valve was noted to be supra-annular. A non-medtronic guidewire was used.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-34, in a patient with severe aortic regurgitation, an annulus perimeter of 79.6 mm, and severe thoracic aorta tortuosity, several issues occurred. Following the successful deployment of the valve, the delivery catheter system caught the top of the valve frame and dislodged the valve while withdrawing through the deployed valve due to the severe tortuosity. A snare was used to reposition the valve in the ascending aorta. A second valve, a 34mm evolut fx, was deployed under rapid pacing. At the point of no recapture, pacing was stopped. The patient experienced ventricular fibrillation, and a shock was delivered by a defibrillator to restore normal rhythm. The deployment continued, and the frame of the first valve interacted with the second valve to stabilize it. The implant position was deep intentionally to avoid frame interaction. Upon contrast injection, no visible regurgitation was observed, and the implant was deemed successful by the implanting team.

Manufacturer narrative:
Continuation of d10. Section d information references the main component of the system. Other relevant device is: product ID: evfxplus-34, serial/lot #: (B)(6), ubd: 13-nov-2026, UDI#: (B)(4). Other medical products in use during the event include: product ID: l-evolutfx-34 (lot: 0012443487); product type: 0195-heart valves. Non-implantable device; product ID: d-evolutfx-34 (0012286105); product type: 0195-heart valves. Non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.